Event description:
Service and repair report states during procedure t-handle with quick coupling did not connect with drill guide, and where the drill guide fell apart. No additional information is available.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as product was discarded. The manufacturing documents were reviewed and no complaint related issues were found.